Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, there was no audible click during engagement of the exchange sheath and the starclose se device. An effort was made to depress the plunger; however, resistance was felt. Engagement of the exchange sheath and the starclose se device was attempted once more but still there was no audible click. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, there was no audible click during engagement of the exchange sheath and the starclose se device prior to plunger/vessel locator wing deployment. It should be noted that the starclose se instructions for use states that prior to deploying the vessel locator wings, when connecting the sheath hub to the clip applier, hold the hub up at the same angle as the tissue tract above the skin surface. This action allows a firm connection to be made without pushing against the skin. An audible click should be heard. In this case, the attempt to depress the plunger prior to the proper attachment of the exchange sheath and clip applier, likely contributed to the failure to deploy the vessel locator wings. The investigation was unable to determine a conclusive cause for the reported exchange sheath and clip applier connection issue; however, the vessel locator wings deployment issue appears to be related to user error. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.